Manufacturer narrative:
Manufacturing review: based upon the severity level and lot quantity, a DHR review is required. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one equistream xk 23cm 16f catheter and tunneler was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was broken off and not received. The break was observed to be partially smooth, dull, and uneven. The portion of the break surface protruding was observed to be smooth and shiny. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. However, vt-sca-19-4398 is currently opened to address the issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package, the tip of the tunneler was identified broken. It was further reported that anther device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way; (09/2020).

Event description:
It was reported that upon opening the package, the tip of the tunneler was identified broken. It was further reported that anther device was used to complete the procedure. There was no patient contact.